Manufacturer narrative:
It was reported that the patient's knee is in valgus alignment. A revision surgery is planned to remove the tibial component, recut the tibia to neutral alignment, and balance the knee with a new tibial tray and poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient's knee is in valgus alignment. A revision surgery is planned to remove the tibial component, recut the tibia to neutral alignment, and balance the knee with a new tibial tray and poly inserts.